Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure,balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified superficial femoral artery. The 6.0mm x 40mm, 75cm mustang balloon catheter was advanced to the lesion. On the second inflation, the balloon ruptured at 24 atmospheres. No kinks of the device were noted prior to use and no resistance was encountered during the procedure. The device was completely removed from the patient. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).